Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 260 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The prime test was performed. The customer was able to manually press insulin from the reservoir through the infusion set tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.